Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. Visual inspection found a missing piece of the haptic and clear residue on lens. The reporter indicated that the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -17.0/+4.0/93 diopter, in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged with vticmo13.2 and this resolved the problem. The patient's post-op uncorrected visual acuity was 20/20. (B)(4).

Manufacturer narrative:
Additional information: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticmo12.0 implantable collamer lens, -17.0/+4.0/93 diopter, in the patient's right eye on (B)(6) 2013. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged with vticmo13.2 and this resolved the problem. The patient's post-op uncorrected visual acuity was 20/20.